Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power cable was re-seated. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system would re-boot during use. No patient injury was reported.